Event description:
Intraocular pressure increased[intraocular pressure increased]. Spontaneous report. A physician reported a case regarding a pt who underwent a cataract surgery in which hyaluronate sodium (healon 0.6; 0.6 ml) was used. On the evening of the surgery, the intraocular pressure increased. The pt consulted a nearby ophthalmologist and received a washout in the anteriior chamber. Thereafter, the pressure was decreased. The reporting physician considered that the event had been caused by insufficient aspiration of healon 0.6 during the surgery. In jun 2003 the pt recovered from the event. The reporting physician assessed the event as non serious/non mild and the causal relationship with hyaluronate sodium as certain. A gpv physician upgraded the case to serious/intervention required.